Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a procedure within the esophagus of a patient on (b)(6, 2010. According to the complainant, during the procedure, the stent was only able to be partially deployed, as the deployment system was stuck. The device was removed from the patient bent. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.